Event description:
It was reported that the patient saw the clinical engineer at the hospital. The quality of his sound has decreased and he has started hearing some strange noises. Sometimes he stops being able to hear at all. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.